Event description:
It was reported that the user experienced recurrent low blood glucose after usual breakfast while using the ilet, with the user feeling the system delivered too much insulin and expressing frustration about needing frequent snacks and weight gain. Symptoms included hypoglycemia that reportedly reached 39 mg/dl and required treatment with oral glucose. Outcomes included transient disruption to daily activities. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.